Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The patient reported that on the morning of (B)(6) 2024, he became unconscious and an ambulance was called. The patient was taken to the hospital. The cgm was reading "high". Lab work was done and the patient's blood sugar was reportedly 600 mg/dl. There was no information about treatment provided at the hospital or how long the patient was in the hospital. Although attempts to follow up with the patient and for additional event details were made, contact was unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on 1/4/2025. It was reported that an unspecified malfunction occurred. The patient experienced a hyperglycemic event which occurred on an unspecified day after sensor insertion into the arm. On (B)(6) 2024, the patient was sweaty and eventually lost consciousness. The patient was not able to check the dexcom device prior to the incident to confirm if there was a malfunction. No details leading up to the patient losing consciousness were reported. Emergency medical service (ems) was called, and the patient was transported to the emergency room (ER). At the ER, the patient¿s cgm was reading high mg/dl and the bg level via lab work was 600 mg/dl. The patient was also wearing an omnipod insulin pump. The patient was treated with insulin. It was also not specified how long the patient was in the ER prior to discharge. The patient had difficulty talking due to his pre-existing condition amyotrophic lateral sclerosis (als), therefore, he was not able to provide more information about the incident. The patient had been discharged from the hospital and was feeling ¿fine and better¿ at the time of the report. Although attempts to follow up with the patient and for additional event details were made, contact was unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B1: adverse event and/or product problem - correction/additional information. B5: describe event or problem - correction/additional information. B7: other relevant history - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code/ remove serious injury/ illness/ impairment FDA code: 4614 - correction/additional information. H6 codes: health effect - clinical code - additional information. H6 codes: medical device problem code - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.